Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to stress, external factors, or user handling. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was air leakage from the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.